Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip would not deploy. The procedure was completed with another resolution 360 clip device. No patient complications have been reported as a result to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. Block h6: problem code 2906 captures the reportable event of clip would not deploy. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. Microscope examination was performed, and it was confirmed under high magnification that the clip wings were inside of the capsule windows, indicating that the first activation had been performed. Functional evaluation was performed, and the clip was able to release from the catheter successfully. No other issues with the device were noted. The reported event was not confirmed. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A manufacturing batch record review was unable to be performed as the lot number is unknown. A ship history review was performed to identify the most probable lots, and no matching lot numbers were found. Therefore, a DHR history review on the most probable lots was also unable to be performed.

Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip would not deploy. The procedure was completed with another resolution 360 clip device. No patient complications have been reported as a result to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.